Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: [facility] . Surgeon pushes the thumb ring forward to deploy the bag but the bag falls out from shaft and detached from prong. They replaced with a new one to complete this surgery. Product available for return. Additional information was received via email on 12apr2022 from [name], purchasing representative [facility]: there were not multiple attempts made to advance the actuator. Esu, scissors, and forceps were used in the procedure as well. Patient status: fine. Type of intervention: the case was completed with a new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag coming off the metal support as the event unit was returned without the specimen bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: [facility] surgeon pushes the thumb ring forward to deploy the bag but the bag falls out from shaft and detached from prong. They replaced with a new one to complete this surgery. Product available for return. Additional information was received via email on 12apr2022 from [name], purchasing representative [facility]: there were not multiple attempts made to advance the actuator. Esu, scissors, and forceps were used in the procedure as well. Patient status: fine type of intervention: the case was completed with a new device.